Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover had a chip and a white-clouded area. The suction connector was dirty due to water leakage. Switch 1 had a scratch. The grip had a scratch. The image guide protector had a scratch. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The connecting tube had a scratch. The connecting tube had a wrinkle. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope operation section had angular play. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The insertion section was wiped. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. Olympus will continue to monitor field performance for this device.